Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a transobturator tape sling procedure performed. According to the complainant, on (B)(6) 2016, after insertion of the sling, the patient experienced pain and was treated with releasing scar tissue and depo-medrone injections. Reportedly, the patient was not relieved with either of the treatment. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.